Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected: e1 - initial reporter. Corrected: d4 - primary unique device identification (UDI) number.

Event description:
It was reported patient's ipg was inoperable due to patient stopped charging the device. Patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg became inoperable. Surgical intervention may be pending to address the issue.